Event description:
It was reported that the insufflator deflated during surgery, and the word "error" appeared on the monitor. Attempts to restart it were unsuccessful, requiring a device replacement. The surgery was converted.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).